Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that the fiber cap was damaged (fiber cap broke and detached), in the package, while the end user was trying to manipulate the fiber. Additional information obtained indicates that the fiber with cap damage was used for 4:28 minutes using approximately 21462 joules. The procedure was performed and completed with the use of the second fiber. "No damages to the patient" reported.